Manufacturer narrative:
The complaint device is not available for a physical evaluation. There is no further information provided to determine a root cause for this failure. It is a possibility that excess pressure was applied while using the trocar causing it to break. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during post op x-rays following an acl repair, it was found that metal trocar of the customer's rigidfix curve acl st pla cross pin kit had broken in the patient. The broken piece is not scheduled to retrieved. The surgeon decided to not open the patient and retrieve the piece unless the patient complains of adverse effects. The broken piece is approx 2- 2 & 1/2 inches long. During the procedure the surgeon could not get the implant into the bone tunnel he created so he made a new incision on the lateral side and completed the repair with a regular rigidfix system. The broke piece of the metal trocar was found within this first bone tunnel preventing the implant to be inserted. The procedure was completed with no patient consequences. There was a 10 minute delay.